Event description:
It was reported the patient is not receiving effective stimulation therapy from her scs system. A sjm representative met with the patient and a system diagnostics showed only one of the patient¿s leads is providing stimulation. The representative reported the patient¿s occipital (off-label) lead is not providing any stimulation and all four contacts had high impedances. The representative attempted reprogramming of the patient's scs system, but was not able to provide effective stimulation for the patient. Additional review of the complaint file indicates surgical intervention was taken and the patient's occipital lead was explanted and replaced. The patient is reportedly doing well postoperative.

Manufacturer narrative:
Section h. 6 evaluation codes: results: the reported event was confirmed for ¿ineffective stimulation.¿ microscopic inspection of the lead revealed that the lead body had a bend with all wires broken near the paddle. The bend and broken wires is consistent with repetitive stress to the lead while implanted in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.